Manufacturer narrative:
No device was returned and no lot information provided for this device, therefore customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lost history review was performed for those lots found and no non-conformances were found related to the event. (B)(4).

Event description:
It was reported that an iab inserted through the pt's right femoral artery, migrated. The pt subsequently underwent bowel femoral due to bowel ischemia.